Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (delivered pulse below lower limit) has been confirmed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to thermally damaged esd700 diode array and u713 on the distribution node pca. The trunk cable's pulse wires were found to be sliced inside of the distribution node causing a short on the therapy electrode pca and damaging the eds700 diode array and u713 on the distribution node pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it delivered a low-energy pulse during testing.